Event description:
According to the reporter, the device had a poor staple formation, leaving failures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.